Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (B)(6) underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The patient suffered a cardiac tamponade, the blood pressure dropped suddenly while ablating in the left atrium and the effusion was on the right side. The effusion was confirmed with an intracardiac echocardiogram. A pericardiocentesis was performed and 550 cc of fluid was removed and "some of that" was transfused back into the patient. At the time of the call the patient was intubated but stable and being admitted for overnight observation. The physician indicated it may have been the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium that created the complication, but that he was not sure as of the time of the call. Additional information was received on the event. The patient required further hospitalization. Physician wanted to rerun bloodwork and confirm levels were okay before extubating. The physician believes it may have been caused by a carto vizigo¿ 8.5f bi-directional guiding sheath - medium left in the right atrium that was not being actively used. The last update was the patient was still intubated but all blood work came back normal. Transseptal puncture was performed with a st. Jude brk-1 98cm needle. There was no evidence of a steam pop. An irrigated catheter was used in the event and the flow setting were set at standard smart touch sf settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with standard settings and no additional filter used with the visitag and the color options used prospectively were surpoint. There was no ablation on the right side. Intubation was done at the start of the procedure and maintained through recovery. Based on the available information, this event was assessed as MDR reportable for both the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the thermocool® smart touch® sf uni-directional navigation catheter. The physician believes it may have been caused by a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium left in the right atrium. Ablation was performed.

Manufacturer narrative:
The device evaluation was completed on 29-jun-2022. It was reported that a 72-year-old male patient (88kg) underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).